Event description:
This lv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2012 due to an unknown reason. The physician was dr.(B)(6) at (B)(6) medical center in concord, ca. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).